Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent sterilization. After procedure, hsg was done to confirm tubal occlusion. It was reported that consumer experienced severe stomach pains, irregular and heavy bleeding, dyspareunia, symptoms of allergic reaction including acne and unexplained rashes. On (B)(6) 2015, essure was removed surgically as definitive solution of her symptoms. Follow-up received on 10-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (interpreted as heavy periods) and essure was removed around 4 years after placement, serious event due to medical importance and listed in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer presented heavy bleeding during essure's use. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. According to technical investigation, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and menorrhagia ("heavy bleeding / abnormal bleeding menorrhagia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acne loosening (acnepell). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain upper ("severe stomach pains"), menstruation irregular ("irregular bleeding"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reaction") with rash, acne ("acne"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal "). The patient was treated with surgery (hysterectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, menorrhagia, abdominal pain upper, menstruation irregular, hypersensitivity, acne, hormone level abnormal, vaginal haemorrhage, migraine, headache, nausea, tooth disorder, fatigue, alopecia and gastrointestinal disorder outcome was unknown and the pelvic pain, dyspareunia and dysmenorrhoea was resolving. The reporter considered abdominal pain upper, acne, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: pain got better along with all other complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: positive quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs- hormonal changes, abnormal bleeding vaginal, migraines, headaches, nausea, dental problems, device breakage, tubal ligation, dysmenorrhea (cramping), pain, fatigue, gastrointestinal and rashes or skin conditions, dyspareunia (painful sexual intercourse). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and menorrhagia ("heavy bleeding / abnormal bleeding menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethanol;salicylic acid (acnepell). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain upper ("severe stomach pains"), menstruation irregular ("irregular bleeding"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reaction") with rash, acne ("acne"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyterectomy laparoscopic removal of essure device and fulguration of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, menorrhagia, pelvic pain, abdominal pain upper, menstruation irregular, dyspareunia, hypersensitivity, acne, hormone level abnormal, vaginal haemorrhage, migraine, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, alopecia and gastrointestinal disorder had resolved. The reporter considered abdominal pain upper, acne, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: pain got better along with all other complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: positive. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: plaintiff fact sheet was received. Events outcomes were updated. Plaintiff¿s aka name were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and menorrhagia ("heavy bleeding / abnormal bleeding menorrhagia") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethanol;salicylic acid (acnepell). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain"), abdominal pain upper ("severe stomach pains/ pain in stomach"), menstruation irregular ("irregular bleeding"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reaction") with rash, acne ("acne"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal"), mood swings ("hormonal changes describe: mood swings"), inflammation ("inflammation/ gastrointestinal or digestive system condition type: inflammation") and gastrooesophageal reflux disease ("acid reflux") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyterectomy laparoscopic removal of essure device and fulguration of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, menorrhagia, pelvic pain, abdominal pain upper, menstruation irregular, dyspareunia, hypersensitivity, acne, hormone level abnormal, vaginal haemorrhage, migraine, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, alopecia, gastrointestinal disorder and mood swings had resolved and the inflammation and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain upper, acne, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hormone level abnormal, hypersensitivity, inflammation, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: pain got better along with all other complications. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on (B)(6) 2011: results: positive. Total bilateral occlusion. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 5-mar-2019: added events mood swings, inflammation, acid reflux.on 6-mar-2019: outcome of event hormonal changes describe: mood swings was resolved (previously reported as unknown).incidentno lot number or device sample was received in this case. At thistime, we have no information suggesting that the device failed to meetits specifications. We will conduct a review of our complaint recordsinformation become available from our investigation, this will beand other non-conformances data; should any new and reportableprovided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and menorrhagia ("heavy bleeding / abnormal bleeding menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acneloesning (acnepell). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain upper ("severe stomach pains"), menstruation irregular ("irregular bleeding"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic reaction") with rash, acne ("acne"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal"). The patient was treated with surgery (hyterectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, menorrhagia, abdominal pain upper, menstruation irregular, hypersensitivity, acne, hormone level abnormal, vaginal haemorrhage, migraine, headache, nausea, tooth disorder, fatigue, alopecia and gastrointestinal disorder outcome was unknown and the pelvic pain, dyspareunia and dysmenorrhoea was resolving. The reporter considered abdominal pain upper, acne, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: pain got better along with all other complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.